Event description:
A distributor reports that an eyecare practitioner fit a pt with a trial pair of lenses for overnight. The pt changed the water in her fish tank that night and accidentally splashed water into her eyes. The following day, she presented to the hcp with complaints of discomfort in one eye and she was told to discontinue use of the contact lenses. The discomfort persisted and the pt presented to her general practitioner who prescribed tetracycline application to her eyes. The condition worsened the following day and the pt presented to the eye hosp. The ophthalmologist examined the eye tissue and inspected the contact lenses. The pt was diagnosed with a fungal infection. It was reported that the event "has nothing to do with" the contact lenses. The pt is now under close observation and if no improvement, a corneal transplant may be required.

Manufacturer narrative:
No product was returned and no lot number info was provided. The pt changed the water in her fish tank and reported splashing water into her eyes the night prior to the onset. It was reported the event "has nothing to do with" the lenses.